Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by general weakness and cloudy effluent. On an unreported date,the patient was hospitalized for the events. The cause of the peritonitis event was not reported. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event of peritonitis. At the time of this report, the patient was not recovered from the peritonitis. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.